Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported due to loose connection between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During the troubleshooting, a leak was identified due to loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. The patient confirmed they properly tightened the connections before therapy started. Renal therapy services (rts) assisted the patient with ending therapy and reviewed proper procedures per the user manual. The patient would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.